Event description:
Same case as 2134265-2015-02066 and 2134265-2015-02091. It was reported that automatic pullback failure had occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnosed a severely calcified target lesion. However, it was unable to perform automatic pullback. A new opticross was used to solve the issue. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).